Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
Pin came out of one of the brush heads and went in mouth. Case description: a father reported via e-mail on 01-nov-2016 that his adult son of unspecified age purchased a pack of oral-b power oral care refills precision clean on an unspecified date, and the pin came out of one of the brush heads and went in his mouth. The father stated that he had thrown out the broken brush head, and they were listed as genuine when they were purchased. Concomitant product: oral-b rechargeable toothbrush, version unknown. No symptoms developed. On 11-nov-2016 received clarification from consumer relations: it was reported that the pin didn't cause choking and was removed from the mouth. No further information was provided.